Manufacturer narrative:
Concomitant product: lpg1510 10x15 cm lp progrip flatsheet msh (lot# ppc0888x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia and an umbilical hernia. It was reported that after implant, the patient experienced recurrence, nerve damage, pain, and suffering. Post-operative patient treatment included revision surgery.